Manufacturer narrative:
The reported issue of devices that were missing led segments was confirmed to be dim segments on all (4) of the returned lvp led display boards. The returned display boards were tested using a lvp mockup test fixture attached to a test pcu. Each display board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display boards exhibited dim segments. Log analysis: n/a ¿ logs were not provided or deemed necessary for this investigation. The 4 display boards were tested by programming the infusion rate of 88.8 and 888 ml/hr on the lvp mockup test fixture attached to a test pcu to determine missing or dim segments; dim means some light was visible, but not necessarily enough to easily determine the number displayed. Testing performed on the returned display boards found 4 of the boards had dim segments. The exact root cause was not identified. However, prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: a qn database search was performed on the qty 4 returned display board assemblies (qty 4 p/n ¿ tc10010208). There are 8 quality notifications opened for p/n tc10010208; however there were no quality notifications related to the dim segment issue. Review of the lvp module s/n (B)(4) service history record showed the device had a manufacture date of 10/24/2017. A review of the device history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the devices were missing led segments. There were no adverse effects caused to any patient's from the events.